Event description:
The sleeve that covers the tunneler for the hemodialysis catheter placement kit cracked at the tip while it was inserted into the patient and was left subcutaneous in the patient. The surgeon was able to retrieve it. No harm.medcomp ref# aspc18p-xl 10fx18cm.lot mfcj270.